Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample. The initial result was 145.9 miu/ml and was reported outside of the laboratory. The patient disagreed with the result and said she was not pregnant. The patient had performed a "home" pregnancy test and it was negative. On (B)(6) 2018, the doctor ordered a new sample drawn from the patient and the result was 0.1 miu/ml. This result was believed to be correct. The customer repeated the original tube and the result was 181.2 miu/ml. The customer then repeated an aliquot from the original tube and the result was 0.1 miu/ml. The patient was not adversely affected. The reagent lot number was 25919905 with an expiration date of 30-nov-2018. The field service representative found the sipper probe was bent and misaligned. He straightened the probe, made adjustments in washing station, performed liquid flow cleaning's, performed measuring cell preparations, and ran precision testing with results within specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.